Event description:
It was reported that during a procedure for a hip fracture, the helical blade would not go through the nail. The helical blade hit the nail. The helical blade was removed and another helical blade was inserted. The 2nd helical blade also hit the nail. Surgeon re-inserted the helical blade 3 times. The surgeon was able to get helical blade to go through the nail to complete the procedure. Per additional information, the 1st helical blade was hitting the nail. Both the helical blade and the nail were removed. A 2nd helical blade and a 2nd nail was inserted, which also hit the nail. The surgeon was able to get 2nd helical blade to go through the 2nd nail to complete the procedure. The 1st helical blade and 1st nail were returned to synthes for investigation. This is 2 of 3 reports for the same event.

Event description:
This is report 2 of 3 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012. Additional information received (B)(4) 2013.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was returned. A review of the device history record revealed no complaint related issues. Product development evaluation noted, based on examination of the returned parts, the locking mechanism was in the locked down position when attempting to insert the helical blades. The locking tab was severely bent as a result. This complaint is valid from a manufacturing perspective and an internal corrective action has been opened to address this issue.